Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that there were black particles in the product. The product was never used. It was being opened for the first time. It was stored per label at 72 degrees fahrenheit with the seal intact. There was no pt contact, no pt injury/death, and no delay in surgery.